Event description:
It was reported that patient had experienced high blood glucose event on (B)(6) 2026, since the patient has insufficient subcutaneous tissue where set is inserted and got treated with pump.

Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site:3003442380.